Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the pump alarmed no delivery. Customer's blood glucose reading ranged from 400 to 500+ mg/dl. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms and prime/fill anomaly noted. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no beep anomaly noted. Unit was programmed with test glucose meter. Unit communicated properly and recorded the 132 mg/dl value properly from glucose meter. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.